Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures but did find an internal short. Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2023-38642. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right atrial (ra) and right ventricular (rv) leads were over-sensing noise with loss of capture noted on the rv lead. The patient was asymptomatic. The ra and rv leads were explanted and replaced successfully. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: correction report needed to show in the b5 that the over-sensed noise resulted in pacing inhibition and not loss of capture.

Event description:
Corrected information indicates that pacing inhibition was noted on the right ventricular (rv) lead due to the over-sensed noise and not loss of capture.